Event description:
On 4/30/24 a beta bionics clinical support specialist (css) reported an ilet user experienced a low blood glucose (bg) event requiring paramedic assistance to treat. The exact event date was not reported but is estimated to have occurred in (B)(6) 2024. The css followed-up with the user and the user's wife. The wife reported the user experienced low bgs of 34 mg/dl, 38 mg/dl and bgs into the 40-50s mg/dl. The wife would assist the user in getting juice or glucose tablets. For the episode of 34 mg/dl, the paramedics were called, and they administered IV fluids. On (B)(6) 2024 a beta bionics customer care agent spoke with the user about the event. The user reported they were given IV glucagon by the paramedics. The user also reported experiencing convulsions. The user recovered approximately 20 minutes after receiving the glucagon.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. Logs were not synced past 2024-04-15. However, two prolonged low events (cgm glucose below 54mg/dl) were found. One on (B)(6) 2024. No malfunction alerts associated with insulin delivery were found in the logs. No factory reset was found in the logs. Audio setting and all cgm alerts were not changed from factory defaults (all high/on). Body weight was not changed after initial setup on 2024-03-17. The last cartridge and infusion set change operations prior to the review date were on 2024-04-11 at 7:06pm. A dexcom g6 sensor session was started on 2024-03-31. No motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. Without an exact event date, precise review of the ilet report and device performance for the specific event is not possible. The ilet report does show the ilet was in bg-run mode starting on the evening of 2024-04-09 until the evening of 2024-04-11. Once cgm connection was restored, the ilet increased and decreased and suspended insulin dosing in response to cgm glucose values, including throughout the potential events found on 2024-04-12 and 2024-04-13. No evidence of device malfunction associated with insulin delivery or dosing decisions was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes, and available data from the ilet report and device logs, the ilet operated as intended by increasing and decreasing insulin in response to cgm glucose values when it was able to. Without an exact event date, it is not possible to determine any potential causes for this hypoglycemic event.